Event description:
According to the reporter, the pt had been on peritoneal dialysis and subsequently developed peritonitis. For this reason, a hemodialysis catheter was being inserted. According to the reporter, during the insertion of the introducer, the introducer "tore abnormally". The reporter stated the introducer appeared to be scored on only one side rather than the usual two sides. As a result, the pt began to bleed. The procedure was stopped and an attempt to control the bleeding was made. A new introducer was obtained and exchanged for the old introducer over the guidewire. The dr called this report in to medcomp the same day he reported it to FDA. Co is attempting to have the product he complained about returned to co. Non-sterile product from the same lot number was taken out of inventory and tested. All pieces tore correctly if and when co receives the product a device evaluation will be submitted as an add'l info report to this MDR.